Manufacturer narrative:
The serial number of the e801 analyzer was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e801 analyzer. No questionable results were reported outside of the laboratory. The first sample initially resulted in a troponin t value of 0.162 ng/ml and it repeated as less than 0.003 ng/ml. The sample was repeated on a second analyzer, resulting in a value of less than 0.003 ng/ml. The second sample initially resulted in a troponin t value of 0.208 ng/ml and it repeated as less than 0.003 ng/ml. The sample was repeated on a second analyzer, resulting in a value of less than 0.003 ng/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. A re-analysis of release data and the reproducibility of release testing with reagents over the shelf life showed no evident quality issues. The performance was according to specification and release criteria, with comparable performance to previous reagent lots.